Event description:
Analysis of the explanted generator was completed. An end-of-service warning message was verified. And found to be associated with the output being disabled by the pulse generator. Other than the end-of-service warning message, the generator performed according to functional specifications. There were no performance or any other type of adverse condition found with the pulse generator.

Event description:
Additional information was received that the patient underwent vns generator replacement surgery on (B)(6) 2015 due to near end of service = yes. The explanted generator has been received by the manufacturer for analysis. However, analysis has not been completed to date.

Event description:
It was reported that the patient has been having an increase in seizures. The patient's battery showed near end of service=yes upon follow up appointment (B)(6) 2015. The patient has been referred for generator replacement surgery but no known surgical interventions have occurred to date. Good faith attempts for additional relevant information have been unsuccessful to date.

Event description:
Additional information was received that the patient's increased seizures are below pre-vns baselines and that the increase is likely unrelated to vns. However, there is no known cause for the increase. No additional relevant information has been obtained to date.